Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid to proximal left anterior descending artery. After pre-dilating with a 3x12 non-boston scientific balloon catheter, a 10mmx3.25mm wolverine cutting balloon was selected for use. The cutting balloon was inflated 1 atmosphere for 5 seconds. In the first run, the balloon inflated up to 6 atmospheres. For the second time, the balloon bursts at 11 atmospheres. The device was removed immediately and the physician injected a contrast and found no damage to the vessel. A 3.5x8 non-boston scientific balloon catheter was used to dilate the lesion and deployed a stent to complete the procedure. No complications were reported.

Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid to proximal left anterior descending artery. After pre-dilating with a 3x12 non-boston scientific balloon catheter, a 10mmx3.25mm wolverine cutting balloon was selected for use. The cutting balloon was inflated 1 atmosphere for 5 seconds. In the first run, the balloon inflated up to 6 atmospheres. For the second time, the balloon bursts at 11 atmospheres. The device was removed immediately and the physician injected a contrast and found no damage to the vessel. A 3.5x8 non-boston scientific balloon catheter was used to dilate the lesion and deployed a stent to complete the procedure. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection of hypotube shaft profile and shaft polymer extrusion identified no damages. The visual examination of balloon blade was identified lifted. Microscopic analysis of balloon material identified a pinhole tear approximately 1mm in length. The tear was located approximately 1.5mm proximal from the proximal edge of the distal markerband and extended proximally along the balloon for a total length of 1mm. A microscopic examination of the blade segments identified that blade 1 with no damage observed. Blade and pad fully bonded onto the balloon. The blade 2 and pad lifted from the balloon towards its mid-section. The blade was fully bonded to its pad. The blade 3 at approximately 2mm of blade had detached in the proximal end of the distal blade segment. The detached blade was not received. The pad at the detached section of blade was fully intact and bonded to the balloon. Further analysis of this blade segment noted that the blade and pad were lifted from the balloon at its distal end. There were no issues identified during examination of the extrusion shaft and the tip section found no damage. The device was attached to an encore inflation unit and liquid leaked out through the tear in the balloon material.